Event description:
It was reported that the patient presented remotely via merlin.net with an alert for low pacing impedance measurement exhibited by the right atrial lead. Device interrogation revealed normal impedance when the patient presented in clinic on (B)(6) 2021. No interventions were made, and the lead will continue to be monitored. The patient was in stable condition.